Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI). Part analysis: the reported issue of the medstation device not being detected on the bus was confirmed during fse testing and validated during the inspection process conducted in the dchu investigation laboratory: according to work order wo (B)(4), the field service engineer (fse) troubleshooted the pyxis medstation main drawer 2 that was not on bus, finds the drawer and interface pcba failed, replaced both boards, and tested the system using diagnostics and with the customer, confirming all tests passed successfully. The external inspection confirmed that the pcba drawer controller board and pcba pmc were received in good condition, with no signs of physical damage, fluid ingress, loose components, or missing parts. Laboratory testing conducted by dchu confirmed the following: use 331392 01 pcba dwr controller board (p/n 151622 01): dmm and hta tests were performed within specification limits, and no failures were detected after repeated testing, confirming normal functionality. Pcba fh cubie pmc (p/n 151903 01): dmm testing was within specification limits; however, during hta testing no led activity was observed during power on, indicating a communication fault. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the issue was identified as a faulty pcba fh cubie pmc (p/n 151903 01). During the hta test, the board was powered on but did not send a signal to the communication sled, which prevented the drawer from being detected and functioning as expected.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed. Customer tried to reboot/recover the drawer, but issue wasn¿t resolved. As per part investigation, it was determined that the board was powered on but did not send a signal to the communication sled, which prevented the drawer from being detected and functioning as expected. The customer reported that a malfunction took place when the user tried to dispense medication to the patient which resulted in delay since the user obtained medicines from pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer 2.2 requires maintenance. A field service engineer (fse) found that the drawer controller and interface printed circuit board assembly were failed. Replaced both boards. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was failed. Customer tried to reboot/recover the drawer, but issue wasn¿t resolved. The customer reported that a malfunction took place when the user tried to dispense medication to the patient which resulted in delay since the user obtained medicines from pharmacy. However, there were no adverse events or injuries reported based on this event.